Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer was not storing insulin vials properly, tandem technical support educated customer on proper insulin storage. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.